Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that combiset transducers seem to be causing machines to run into air detector issues, leading to transmembrane pressure (tmp) issues, leading to wet transducers. Staff is forced to stop and change transducers on this lot causing delay in treatments. There were no reported issues of patient harm or blood loss. Additional information was requested as well as sample status, but no details were provided.